Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause was isolated the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
A us distributor reported that a monitor will not power on.